Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6) hospital. (B)(4). Investigation results: a visual examination of the returned complaint device found that the gauge needle was at 0 atm and the device does not have visual defects. Functional evaluation was performed and when pressure was applied up to 10 atm with 35 ml of sterile water for about 30 seconds; no leak was noted on the device but the gauge needle did not move at all. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the pressure on the gauge meter did not increase at all. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event.